Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for lead revision due to the dislocation of the left ventricular lead. The lead was explanted and replaced successfully. The patient was in good condition post procedure.